Event description:
The device was returned for random touches registered. Upon return, the screen defect that was confirmed was a backlight failure. When pressure is applied to the backlight connector, the screen will go black. No other damage was identified.

Event description:
The following has been reported: biomed reported: unresponsive and ghost touch screen. Patient harm: no. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.